Event description:
It was reported that, since implant, the patient has been experiencing pain in the pocket region where the implantable pulse generator (ipg) is located. The pocket was revised by the physician and the device moved to a more medial position in the chest away from the tender area. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, implantable pacing lead, (B)(6) 2012; 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).